Event description:
Kimberly-clark received a report from (B)(6) stating, the tube of pilot cuff detaches from the tube. The cuff loses its pressure and there is a leakage. The patient was re-intubated on an emergency basis. Additional information has been requested but not yet received.

Manufacturer narrative:
The actual complaint product was not returned for evaluation but a review of the device history records is in-progress. Upon completion of the investigation, a follow-up report will be filed. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as (B)(4).